Event description:
The customer states that the cell-dyn 3700 sl analyzer has generated discrepant results when comparing results obtained in open vs closed mode of operation. The customer provided the following data. Open mode; wcb=4.1 k/ul, hgb=14.7 g/dl. Closed mode; wbc=1.5 k/ul, hgb=5.6 g/dl. Results were not released from the lab with no adverse impact to patient management reported.

Manufacturer narrative:
Investigation summary; the customer observed discrepant results from open to closed mode. The instrument in use was a cell-dyn 3700sl. The issue was discovered the day before when patent controls were run (used to monitor closed mode). There were no error messages seen. The customer performed troubleshooting without resolution. The customer technical advocate (cta) verified there were no obstructions in the closed mode aspiration pathway. Calibration was done in october 2007. Cta requested that the customer re-clean the needle and y fitting in closed mode, clean the shear valve and then run precision in open and closed modes prior to calibrating. The customer reported the recommended troubleshooting had been done but while running the precision testing, found the results out of spec. The customer observed the blood was not being cleared from the tubing prior to going to the waste chamber. The field service rep (fsr) was dispatched to the customer site. The fsr found a sticky solenoid valve (valve 3 on the vpm- valve pressure module). Valve 3 controls the p2 reading. The fsr cleaned the tubing for the waste lines then verified the instrument by running controls. The system was performing within spec. No further investigation was required. The cd3700 system operator's manual (rev m): troubleshooting charts for issues with imprecise or inaccurate data give inadequate mixing or draining of the mixing chamber, as a result of a problem in the pressure system (e.g. Leak or obstruction) as a cause of imprecision. (10-56 to 10-60). Trending: a review of complaint reports, for the period april 2007 through december 2007, did not indicate any adverse trend for cell- dyn 3700, list base 02h31-01 for the complaint issue. Labeling: the event is addressed in the cell-dyn 3700 system operator's manual, 06h89-01, rev f troubleshooting: woc data are imprecise or inaccurate; 10-58. Wic data are imprecise or inaccurate; 10-59. Hgb data are imprecise or inaccurate; 10-60. Conclusion: the device involved in the issue was evaluated by visual examination and performance testing. A component/subassembly malfunction contributed to the event. This issue was resolved by a service rep and verifying the analyzer was performing to specs. There was no impact to patient management reported due to this issue. This is the final report. End of report.